Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
During t2 humeral nail operation, after the nail, 3 proximal screws, 2 distal screws and end cap were inserted, it was found that 3 screw missed the nail holes. The 3 missed screws were removed and reinserted by free hand.